Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension. Product ID :3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension. Product ID: 3389s-40, lot# va0nza4, implanted: (B)(6) 2015, product type lead. Patient code (B)(4) no longer applies.

Event description:
Additional information was received. It was reported that the patient¿s device stopped being effective before the replacement. The patient reportedly didn¿t know if it was the fall or what happened to the device. The patient¿s healthcare professional (hcp) thought there was a disconnect between the ins and extension, but discovered this was not the case. The patient had a complete system replacement and the lead was readjusted. The device was reportedly good for a year prior to this incident. It was noted that the patient was implanted for the right side of their body. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that the patient had a previous ins in which they fell and it needed to be replaced. The date in which this happened was not reported. There were no symptoms reported. No complications or further complications were reported.